Manufacturer narrative:
(B)(4). Voluntary mw number: mw5058723. The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
After stenting the rca via the right common femoral artery (cfa) a 6f angio-seal vip was deployed. The patient complained of numbness and tingling in the leg with loss of doppler pedal pulse. There was an emergency vascular consult and the patient was sent to surgery. During the surgery the angio-seal was removed; it was found in two pieces and had caused a dissection of the cfa.